Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the video submitted for evaluation. Bd received one video showing venipuncture being performed and blood flowing out the back of the adaptor. After inspecting the provided video, it was determined that the device used in the incident is not a blood control unit. The reported batch number belongs to a standard insyte autoguard 20ga device but it was also discovered the device being used in the video is a standard insyte autoguard 22 ga device. A defect could not be confirmed as the device involved does not have the blood control feature. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) leaked. The following information was provided by the initial reporter: "it was reported that the blood control valve is continuing to allow blood to flow through. Issue: we are at a 100% failure rate on the new 20s and 22s we were sent. I have had 10 different employees 4 clients per employee...try them this weekend at an event. They are actually bleeding even more than before. The 24s that we have, that were purchased several months ago are not bleeding and we found a couple from older lots that we had in the mobile vehicle from a january event (different lot) that did not bleed. Please keep me posted. I don't even know what to do to rectify this situation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20 ga 1.00 in (1.1 x 25 mm) leaked. The following information was provided by the initial reporter: "it was reported that the blood control valve is continuing to allow blood to flow through. Issue: we are at a 100% failure rate on the new 20s and 22s we were sent. I have had 10 different employees 4 clients per employee...try them this weekend at an event. They are actually bleeding even more than before. The 24s that we have, that were purchased several months ago are not bleeding and we found a couple from older lots that we had in the mobile vehicle from a january event (different lot) that did not bleed. Please keep me posted. I don't even know what to do to rectify this situation."